Event description:
A customer contacted beckman coulter (bec) reporting that about 5 drops of reagent fluid leaked from the coulter act differential hematology analyzer probe before running startup. The customer ran startup and noticed that the vacuum isolator chamber (vic) was not draining during the time of the leak. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting and had the customer change the check valve (cv6) below the vacuum isolator chamber (vic) and ran startup with no reported issues. Service was not dispatched for this event since the customer corrected the issue through troubleshooting with bec cts. Per labeling - warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).